Manufacturer narrative:
Cont e1 phone number- (B)(6). The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: grade of capsular contracture ii/iii.

Event description:
Healthcare professional reported "grade of capsular contracture of left side: ii/iii, breast parenchyma with fibrosis and stromal liposubstitution, fibrous capsule with synovial metaplasia and dense lymphoplasmocytic chronic inflammatory process" confirmed by MRI. This record is for the left side. Device was explanted.